Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 414 mg/dl. Customer stated insulin pump was not working and also insulin pump had insulin flow blocked alarm. Customer stated insulin was exited. Customer stated infusion set cannula was bent. It was unknown if the insulin pump was on auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.